Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with scd pump. A customer reports non-specific issue. The unit was sent to a covidien service center. Upon triage, a service technician found the power cord is cut exposing bare copper 115 vac-n wire.